Manufacturer narrative:
The following additional information received per the medical records indicate that the patient had a history of peripheral vascular disease (pvd), anxiety, and recurrent deep vein thrombosis (dvt). During the filter implantation procedure, the patient was found to have high grade stenosis and left total occlusion of the left common femoral vein. The filter was deployed in the infrarenal position and the patient tolerated the procedure well. According to the medical records, the patient profile form (ppf) indicates that the patient became aware of the reported events two years and eight months post implantation. The patient reports to have undergone two attempts to have the filter removed. One is reported to have occurred in or about two months post implantation and the other one in or about four months after that. The patient also reports to be suffering from shortness of breath, pains in the area of the filter. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a history of peripheral vascular disease (pvd), anxiety, and recurrent deep vein thrombosis (dvt). During the filter implantation procedure, the patient was found to have high grade stenosis and left total occlusion of the left common femoral vein. The filter was deployed in the infrarenal position and the patient tolerated the procedure well. In or about two years and eight months post implantation, the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately six struts significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the medical records, the patient profile form (ppf) indicates that the patient became aware of the reported events two years and eight months post implantation. The patient reports to have undergone two attempts to have the filter removed. One is reported to have occurred in or about two months post implantation and the other one in or about four months after that. The patient also reports to be suffering from shortness of breath, pains around the filter. There is no further information available. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) associated with lot 16110167 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Shortness of breath and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. In or about two years and eight months post implantation, the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately six struts significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that the patient had a history of peripheral vascular disease (pvd), anxiety, recurrent deep vein thrombosis (dvt), gastroesophageal reflux disease (gerd) and smoking. During the filter implantation procedure, the patient was found to have high grade stenosis and left total occlusion of the left common femoral vein. The filter was deployed in the infrarenal position and the patient tolerated the procedure well. Three days after the filter was implanted, the patient underwent an attempted cannulation of the left popliteal vein indicated for lower extremity dvt with swelling and pain. The left popliteal vein was found to be totally occluded and was unable to be cannulated; hence the procedure was aborted, and intense medical management and risk factor modification was advised. The patient profile form (ppf) indicates that the patient became aware of the reported events two years and eight months post implantation. The patient reports to have undergone two attempts to have the filter removed. One is reported to have occurred in or about two months post implantation and the other one in or about four months after that. The patient also reports to be suffering from shortness of breath and pain in the area of the filter. There is no further information available. According to the information received in the patient profile form (ppf), the patient additionally reports becoming aware of perforation of filter struts into organs, filter tilting, blood clots, clotting and occlusion of the ivc, and further experienced stomach pain and anxiety related to the filter.

Manufacturer narrative:
As reported a patient underwent placement of an optease vena cava filter. On or about two years and eight months post implant, the patient underwent an updated computerized tomography (CT) scan which revealed approximately six struts significantly perforating the inferior vena cava (ivc). The patient reported becoming aware of the events two years and eight months post implant. The patient reported to have undergone two attempts to retrieve the filter at approximately two months post implant and again around four months after that. The patient also reports to be suffering from shortness of breath and pain in the area of the filter. The patient has subsequently reported becoming aware of perforation of filter struts into organs, filter tilting, blood clots, clotting and occlusion of the ivc, stomach pain and anxiety related to the filter. According to the medical records the patient had a history of peripheral vascular disease, anxiety, recurrent deep vein thrombosis (dvt), gastroesophageal reflux disease and smoking. During the implant procedure, the patient was found to have high grade stenosis and left total occlusion of the left common femoral vein. The filter was deployed in the infrarenal position and the patient tolerated the procedure well. Three days after the filter was implanted, the patient underwent an attempted cannulation of the left popliteal vein indicated for lower extremity dvt with swelling and pain. The left popliteal vein was found to be totally occluded and was unable to be cannulated; hence the procedure was aborted, and intense medical management and risk factor modification was advised. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots, clotting and occlusion of the device or the vasculature and stenosis do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Shortness of breath and pain do not represent device malfunctions and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2014. In or about (B)(6) 2017, the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately six struts significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, the device history record (DHR) review could not be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported perforation of the ivc could not be confirmed and a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter on or about (B)(6) 2014. In or about (B)(6) 2017, the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, approximately six struts significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.